Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. Additional information indicated that this lead exhibited high pacing thresholds and decreased sensing. Fluoroscopy was performed to confirm lead dislodgement. The lead was repositioned and remained in service. No additional adverse patient effects were reported.